Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. Device had minor scratches on lcd window, cracked case at display window corners, belt clip slot and battery tube threads. (B)(4).

Event description:
It was reported that the insulin pump constantly alarms button error. Blood glucose value is unknown. The insulin pump was replaced or returned for analysis.